Manufacturer narrative:
Case-(B)(4) the findrwirz guide wire system device was not returned for evaluation, but a device history review was obtained for lot number 12191195. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported that on (B)(6) 2021 a patient underwent a hybrid ablation and lariat device placement procedure. During the lariat portion of the procedure, the finderwirz perforated the laa. Bleeding could not be controlled, so the physician conducted a thoracotomy to maximize visualization. The physician placed a prov45, but additional bleeding was observed. Physician placed a pro250 over the prov45 clip at the base of the laa. Tee confirmed proper placement. The patient was stable and in normal sinus rhythm at the end of the case. There was no reported device malfunction, and the adverse event was the result of a procedural complication.